Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of loss of capture was not verified in the laboratory. The lead exhibited normal electrical characteristics. The damage found is consistent with that occurring at the time of the surgical procedure. No anomalies were detected.

Event description:
It was reported that the lead was explanted due to loss of capture.